Manufacturer narrative:
The device has been rec'd for analysis, but requires add'l investigation which is not complete at this time. A supplemental report will be filed when the analysis is complete.

Event description:
It was reported that during an angioplasty and stenting treatment procedure, the sterling balloon ruptured at 6 atm on the first inflation and part of the balloon remained inside the pt. The lesion being treated was a heavily calcified, 50% stenotic lesion in the distal superficial femoral artery. The physician was able to remove all of the retained balloon material with a snare. The procedure was successfully completed with another MFR's balloon with no pt complications. Current pt status is reported as "fine."